Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was reported as due to sepsis in the abdomen. It was reported the patient was hospitalized for the peritonitis event. Treatment for the event was unknown. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis twice a week. No additional information is available.